Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer found that the septum of q-syte was damaged."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-31. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte and four photos. During the visual examination, it was identified that the top disk has been damaged. The reported defect was confirmed. The top disk of the septum had been torn from one side of the slit to the other side of the slit. Damage was also seen down both sides of the septum column at the end of the slit. The damage would likely result in leakage during use. This type of defect can occur during the manufacturing process due to misalignment or damaged/burred probes or in the user environment due to excessive actuations and extraneous force. Since the device had been used, bd was unable to determine a definitive root cause as the defect would have the same appearance in both scenarios. A device history record review could not be performed as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device was damaged. The following information was provided by the initial reporter, translated from japanese to english: "the customer found that the septum of q-syte was damaged."